Manufacturer narrative:
MFR#: reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the patient underwent an uneventful cataract surgery followed by stent implantation. According to surgeon, the reported event was not related to the device, and the reported event was reported as ¿resolved¿.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Event description:
It was reported that following a trabecular micro bypass stent procedure, the patient presented with iop increase postoperatively. Reportedly, the stent was subsequently explanted from the patient¿s eye and replaced with a different device following unsuccessful attempt to treat the patient with glaucoma medications. Per report, the patient¿s iop has improved. Additional information is being requested.